Event description:
When attempting to place a stent, the balloon of the stent delivery system (sds) ruptured at 5 atmospheres. The location of the lesion is unknown. There is no patient information, or procedural information available. The characteristics of the vessel are unk. An indeflator was used to inflate the balloon of the sds. There is no info as to if the lesion was pre-dilated, or if there was any difficulty accessing the lesion with a guidewire. The balloon was safely removed from the patient. There is no info as to how the procedure was completed. There was no reported injury to the pt.

Manufacturer narrative:
The product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt.